Event description:
Pt experienced a slight necrotic area at the incision site approx 1 month following a total knee replacement. An infusion pump with a 5 ml/hr flow rate was selected to manage pain following surgery. The catheter was placed in the subcutaneous tissue of the knee. Factors, unrelated to the performance of the pump, may have contributed to this incident. This appears to be an unusual event.